Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 20 sapien 3 valve was not returned for evaluation without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed and the following observations were observed: the native annular area and area derived diameter measured at 338 mm2 and 20.8 mm2, respectively, consistent with the patient's annular dimensions qualifying for borderline sizing determination case, the patient's dimensions were at the lowest end of the 23mm thv sizing range and the highest end of the 20mm thv sizing range. Per the CT report, 2% under sizing and 20% oversizing were established for the 20mm and 23mm thv selection, respectively. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients - patient prosthesis mismatch was confirmed based on provided records/imagery. A review of the DHR, lot history and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the event description, one-month post-tavr, the patient presented with a significant increase in the gradient. Examination ruled out leaflet thrombosis; however, treatment with anticoagulants was performed, leading to improvement thereafter. A 5-month echo revealed a mean gradient of 33 mmhg and valve area of 0.80 cm2 with a diagnosis suggestive of high flow or patient prosthesis mismatch. Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative as well as overall mortality. In this case, available information suggests that procedural factors (undersized thv) may have contributed to the reported event. A review of provided records/imagery confirmed that the patient's annular measurements fell at the upper and lower thresholds of valve sizing ranges associated with the 20mm and 23mm sapien 3 (s3) valves, respectively. Per provided CT report, a 20 mm s3 was estimated to yield a smaller valve under-sizing outcome (2 %) versus the % over-sizing of the 23mm s3 (20%, had it been implanted instead). However, it is likely that 20 mm thv selection caused an appreciable reduction in the effective valve orifice, resulting in increased pressure buildup (gradients) in response to blood flow being forced through the narrowed opening. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately one-month post-tavr procedure using a 20mm sapien 3 valve via transfemoral approach, the patient presented a significant increase in the gradient. Treatment with anticoagulants was performed, with improvement thereafter. At the 5-month follow-up echo, the patient presented with a peak gradient of 69 mmhg, mean gradient of 33 mmhg, valve area of 0.80 cm2, and velocity ratio of 0.35. Diagnosis suggests high flow or patient prosthesis mismatch. Thickened tricuspid valve with moderate insufficiency. The patient was symptomatic, presenting dyspnea on small efforts. In the last control echo, the exam shows leaflet thickening. The doctor intends to do a post-dilation with +1ml in the next few days.